Manufacturer narrative:
Film evalution summary: the reported endoleak was confirmed on the films provided; however, the exact type or cause could not be fully determined. Post-implant CT¿s were not available for review for a more thorough analysis of the stent graft in-vivo configuration. While a type iiia separation endoleak cannot be fully ruled out, there appeared to be adequate overlap across the limbs. A type iii fabric endoleak would be less likely to have occurred at index and the returned films did not reveal any obvious anatomical anomalies that may have led to this, e.g. Calcification. This appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. This likely type IV appeared as a focused leak from the flow divider due to the higher porosity in that portion of the stent graft. Other factors such as heparin dose, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1616c80ee, serial/lot #: (B)(4), ubd: 24-jun-2023, UDI#: (B)(4); product ID: etlw1610c124ee, serial/lot #: (B)(4), ubd: 31-may-2023, UDI#: (B)(4); product ID: etlw1616c93ee, serial/lot #: (B)(4), ubd: 12-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 47mm abdominal aortic aneurysm.  It was reported that  a post-operative angiogram showed an unknown endoleak.  During the index procedure, the delivery system 25-13-145mm  was positioned for deployment. After the angiography had confirmed that the lower renal artery was not occluded,  the blue handle was slowly released until the contralateral iliac leg was deployed.  The 16-16-80mm iliac branch stent was delivered into the left contralateral leg of the main body, and the two overlapped by 3cm.   The 16-10-124mm iliac branch stent was continued to be delivered along the guide wire, inserted into the  left iliac branch stent, and the distal end was positioned in the proximal part of the left external iliac artery.  The remaining part of the main body stent  graft was then deployed. The 16-16-93mm iliac branch stent was continued to be delivered along the right guide wire. The proximal stent overlapped by 3cm, and the distal end was positioned at the proximal end of the right internal iliac artery opening.   Intervention was performed where the left iliac artery was embolized, 2 non mdt coils were then implanted. An angiography showed the endoleak was still present. A fibrin adhesive was then injected into the aneurysm sac and another angiography performed showed the endoleak was resolved.  As per the physician, the cause of the event cannot be determined.  No additional clinical sequelae were reported and the patient is fine.